Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts when plugging the pump in to charge, despite trying multiple power sources. Additionally, the battery gauge was observed to be fluctuating. The customer provided a blood glucose of 89 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.